Manufacturer narrative:
Investigation summary: " bd had not received samples, but a photo was provided for investigation. The photo was reviewed and the indicated failure mode for gel air bubbles was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of gel air bubbles. Bd determined that the root cause of the indicated failure mode was attributed to inadequate purging during gel drum change. Corrective measures have been implemented in the gel dispense area to aid in more quickly identifying gel abnormalities. Our business team regularly reviews the collected data for identification of emerging trends."

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes, the device experienced air bubbles in gel. The following information was provided by the initial reporter. The customer stated: it was reported that the gel has a significant number of bubbles in the tube. Customer called to report that they are seeing bubbles in the gel, it was noticed on 7/20/2021. She has photos and samples available to send in. Some tubes were used but it is undetermined if there were any erroneous results.